Event description:
Philips received a complaint on the v60 indicating that the device was down due to the device was not charging the battery and an analysis was performed. There was no patient involvement. Functional analysis was performed and identified the issue through troubleshooting per the service manual. The customer stated that they had followed the steps and concluded with the remote service engineer (rse) that the issue was due to faulty 24v power supply that required a replacement. The rse provided the customer with the parts ID for the power supply. The customer acknowledged and confirmed responsibility to replace the power supply to repair the device. The rse provided the customer with the parts ID for the power supply and the customer acknowledged and confirmed responsibility to replace the power supply. The investigation concludes that no further action is required at this time.